Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the physician was displeased with the longevity of this product; however the technical services evaluation confirmed the minimum longevity of the device had been satisfied. When the unit was scheduled for replacement, there was no magnet response due to the depleted battery. Technical services also provided guidance for future longevity management based on the device built in battery status indicators. Following return and completion of laboratory the final report will be submitted.